Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received. Rationale : no CAPA is required.

Event description:
It was reported that during use of the bd luer-lok¿ luer-lok¿ tip "could not take in insulin or push out insulin from the syringe."

Event description:
It was reported that during use of the bd luer-lok¿ luer-lok¿ tip "could not take in insulin or push out insulin from the syringe."

Manufacturer narrative:
H.3. Reason code for no evaluation other. See section h.10.